Event description:
Chest tube at 20cm suction at shift change. Assessed system a few times during the night and orange floating detection device was at the 20 cm mark. Nurse was sitting next to patient's bed and, two hours later, noted that the orange floating detection device was only half way into monitoring section indicating suction was not at 20 cm. The system was found to have self sealed off at the blue water seal outlet which is normally open. It actually looked like it had melted prior to puncture. Same nurse set this up the day prior and is 100% confident that it did not look abnormal. Same nurse replaced the oasis CT chest tube device with a new one. While awaiting the arrival of drain, hole was made in connector to allow suction to occur.night lights were not only low, dim and cool, but were far away from the device. Surrounding light should not be a contributing heat factor.